Event description:
Blood loss. The pt reported to have calcified access vessels. Hemostasis was difficult to maintain. The pt experienced blood loss of greater than 2000ml throughout the surgery. Blood pressure did drop during surgery, but returned ot normal. The graft was implanted successfully.